Manufacturer narrative:
(B)(4). Investigation summary ==> two photos were provided. Picture one shows seam guard inside of a jar with several unformed staples on it. Picture two shows the anvil of a device with a black reload loaded. The knife slot can be seen damaged. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. The analysis results found that one plee60a device was returned with the anvil knife slot damaged and with a gst60t reload loaded on the device. The cartridge was received fully fired. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that on the first fire with a black reload and buttressing the knife blade began to move then there was an audible difference in sound from normal. The final third of the staples did not form but did cut. Surgeon attempted to use reverse to remove the stapler with no success. Manual override was used to remove the device. The anvil of the stapler is broken/separated. Surgeon used a harmonic to remove the distal portion of the first firing with the seam guard and the malformed staples. Surgeon pulled another stapler and fired on the inside of the first staple line. Surgeon also over sewed the staple line. Surgeon used dye to test and no leaks were found. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that one plee60a device was returned with the anvil knife slot damaged and with a gst60t reload loaded on the device. The cartridge was received fully fired. No functional test was performed due the condition. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. In addition, a bag with non formed staples was received. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.